Manufacturer narrative:
Section was updated to include the date received by manufacturer.

Manufacturer narrative:
It was reported that the device was disposed of and is not available for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow-up report will be filed.

Event description:
Event description: the kidney end of the wire unraveled at the tip. No pieces left in the patient. Device user was having difficulty placing stent over wire.